Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm morphology was not reported. The iliac arteries and hypogastric arteries were aneurysmal. It was reported that there was a distal type 1 endoleak due to the aneurysmal vessels. The endoleak was resolved with implantation of a flared talent iliac limb. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusion: aneurysmal iliac and hypogastric arteries.